Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages consistent with mis-handling; a connector was observed detached from the lcd interface board and a high voltage capacitor bracket was also observed broken. The main board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.